Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens implant procedure, the phacoemulsification was not working right because there was poor irrigation. The case was completed in a different room using an alternate system. There was no harm to the patient.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. It was determined that there was no phaco power limit set in the system. The company representative explained to the nurse, the cause of no phaco power and recommended the nurse to contact the equipment manager (em) to work with her to ensure appropriate settings. The em visited the facility, and used a handpiece to work with the nurse and ¿the available¿ doctor (who was present at site) to ensure appropriate settings. The system was confirmed to have functioned normally. The customer requested a replacement footswitch. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The cause of the reported events can be attributed to the inappropriate settings on the system. However, the root cause cannot be determined. The manufacturer internal reference number is: (B)(4).